Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, episodes of pacemaker mediated tachycardia (pmt) were observed. The patient was asymptomatic. Review of the episodes revealed the device successfully diagnosed the algorithm, but failed to treat the pmts effectively. Programming changes were made. The patient was stable throughout the device interrogation and will continue to be monitored.